Manufacturer narrative:
The reported event of low defibrillation impedance was confirmed. A complete lead was returned in one piece. Visual examination of the lead found an external insulation abrasion breaching the right ventricle conductor cables lumen with one right ventricle conductor cable abraded through/separated due to friction to the device can located at the proximal region of the lead. The cause of the reported event was due to the exposure of the right ventricle conductor cable in the abrasion zone.

Manufacturer narrative:
The reported event of low defibrillation impedance was confirmed. A complete lead was returned in one piece. Visual examination of the lead found an external insulation abrasion breaching the right ventricle conductor cables lumen with one right ventricle conductor cable abraded through/separated due to friction to the device can located at the proximal region of the lead. The cause of the reported event was due to the exposure of the right ventricle conductor cable in the abrasion zone.

Event description:
Related manufacturer reference number: 2017865-2024-33666. It was reported the patient presented remotely via merlin.net. Review of the transmission revealed the right ventricular lead exhibited low high voltage impedance and the implantable cardioverter defibrillator (ICD) exhibited an incorrect interpretation of signal which resulting in inappropriate anti-tachycardia pacing (atp). The right ventricular lead and implantable cardioverter defibrillator (ICD) were explanted and replaced. The patient was in stable condition.